Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an in-clinic follow-up on 22 mar 2021 with failure to capture and noise over-sensing from their right ventricular lead. Patient presented for a lead revision on (B)(6) 2021. The lead had low out of range pacing impedance and continued failure to capture. An x-ray and fluoroscopy did not reveal an abnormalities. Lead was capped and replaced. Patient was stable after the procedure.